Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400s (pc400s), a penumbra coil 400 detachment handle (handle), and a px slim delivery microcatheter (px slim). During the procedure, the physician advanced a pc400 using the px slim into the target vessel and attempted to detach it using the handle; however, the pc400 failed to detach. While attempting to retract the pc400, the pc400 unintentionally detached with the tail of the pc400 coming out of the aneurysm. The pc400 was left in the aneurysm. Subsequently, the physician advanced a new pc400 to the target vessel using the microcatheter and attempted to detach it using the handle; however, the pc400 failed to detach. Therefore, the pc400 was removed. The procedure was completed using two new pc400s, the same px slim, and a non-penumbra coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.